Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While the anesthetist was inserting the dilator for peripherally inserted central catheter into the patients' arm he noted that the dilator was burred. The patient did not require any additional procedures due to this event, however, the procedure had to be started again with a new dilator from the PICC kit. No adverse effects to the patient were reported due to this occurrence.